Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked case on reservoir tube window corners, cracked case on display window corners and minor scratches on lcd window.

Event description:
It was reported that the customer had cracks on the battery and reservoir. Pump was not dropped or bumped. It was confirmed that the customer had a back-up plan per health care professional instructions. Customer's blood glucose level was reported as good. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.